Event description:
It was reported that a clear-link continu-flo set leaked from the tubing at the base of the chamber. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was sent back for evaluation, however, it was unable to be evaluated due to contamination. A companion sample in an unopened pouch was also received and evaluated. Visual inspection of the device did not identify any abnormalities that could have contributed to the reported condition. Functional pressure testing was performed and did not identify an abnormality. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.